Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain lower ("severe cramping") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced abdominal pain lower (seriousness criteria medically important and intervention required), genital haemorrhage ("heavy bleeding"), hypoaesthesia ("loss feeling inn left thigh"), alopecia ("hair loss"), acute febrile neutrophilic dermatosis ("rare sweet syndrome"), inflammation ("inflammation nos") and arthralgia ("joint pain"). The patient was treated with surgery (hysterectomy). At the time of the report, none of the outcomes for these events were known. The reporter considered abdominal pain lower, acute febrile neutrophilic dermatosis, alopecia, arthralgia, genital haemorrhage, hypoaesthesia and inflammation to be related to essure administration. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain lower ("severe cramping") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: medical device monitoring error ("essure used in conjunction with any other device - novasure ablation"). The patient had a medical history of dyspareunia, pelvic pain and menorrhagia. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced abdominal pain lower (seriousness criteria medically important and intervention required), genital haemorrhage ("heavy bleeding"), hypoaesthesia ("loss feeling inn left thigh"), alopecia ("hair loss"), acute febrile neutrophilic dermatosis ("rare sweet syndrome"), inflammation ("inflammation nos") and arthralgia ("joint pain"). The patient was treated with surgery (essure removal, hysterectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain lower, acute febrile neutrophilic dermatosis, alopecia, arthralgia, genital haemorrhage, hypoaesthesia and inflammation to be related to essure administration. The reporter commented: product removal date updated from (B)(6) 2014 to (B)(6) 2014. Product insertion updated from (B)(6) 2021 to (B)(6) 2021. Right: 1 coil, left: 1 coil. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 11-nov-2022: medical records received. Reporter information, patient middle name, medical history, reporter causality comment, event: essure used in conjunction with any other device - novasure ablation added. Product insertion and removal date updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('severe cramping') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), hypoaesthesia ("loss feeling inn left thigh"), alopecia ("hair loss"), acute febrile neutrophilic dermatosis ("rare sweet syndrome"), inflammation ("inflammation nos") and arthralgia ("joint pain"). The patient was treated with surgery (essure removal, hysterectomy). Essure was removed on (B)(6) 2021. At the time of the report, the abdominal pain lower, genital haemorrhage, hypoaesthesia, alopecia, acute febrile neutrophilic dermatosis, inflammation and arthralgia outcome was unknown. The reporter considered abdominal pain lower, acute febrile neutrophilic dermatosis, alopecia, arthralgia, genital haemorrhage, hypoaesthesia and inflammation to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 6-may-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.